Event description:
A customer reported their s7-3t transducer had damage on the sheath with a partially missing seal. This probe is associated with the ie elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed that determined damages to the sheath were a result of customer usage issue. There was no indication of either non-conforming material or no indication of design anomaly requiring further action.